Event description:
It was reported that a request to review this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded a non-physiologic noise on the right atrial (ra) channel and it was inquired if the same episode had atrial tachycardia. Technical services reviewed the case and noticed atrial tachycardia below the atrial tachy response trigger rate, with a few instances of the mentioned non-physiologic noise on the ra channel, which appeared to be caused by air bubbles. The patient's physician believed there is fluid in the ra port and ts agrees. The patient will continue to be monitored since the noise is not being oversensed. This crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This cardiac resynchronization therapy defibrillator has not been returned for analysis as it remains in service. A review of the reported evidence submitted by the field indicated that the noise on the atrial channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.